Event description:
It was reported during in-clinic follow up that the right ventricular lead had a thrombus on the echocardiogram. The lead was explanted due to infection. The physician did not allege that any abbott products were related to or contributed to the infection. There were no patient consequences.